Manufacturer narrative:
The investigation has been completed. The console successfully underwent preventative maintenance on april 8, 2025. On may 2, 2025, likely at the customer site, after the console was initially booted, it displayed ¿battery failure (transport connection blown/missing) ¿ alarm,¿ indicating that a battery switch was most likely disengaged. The console was then improperly shut down, likely by disconnecting the alternating current (ac) power. After a manual reboot, alongside the previously mentioned alarm, there was also an ¿unexpected controller shutdown ¿ alarm¿. A couple more times, the user performed improper shutdowns by disconnecting the ac power while the battery switch was disengaged, and after every manual reboot, the console displayed both alarms. There was no controller error alarm in the logs. Most likely, either the 'battery failure' or the 'unexpected controller shutdown ¿ alarm' was misreported as a controller error alarm. This console was tested and upon running an optical test, there were no battery failure or unexpected shutdown alarms reproduced. The battery was able to charge up to 100%. The root cause of the ¿battery failure¿ alarm was most likely that the battery switch was disengaged, indicating a use issue. The root cause of the ¿unexpected controller shutdown ¿ alarm¿ was the improper shutdown, most likely due to disconnecting the ac power while the battery switch was disengaged, indicating a use issue. There was no controller error alarm in the logs. Either the ¿battery failure¿ or the ¿unexpected controller shutdown ¿ alarm¿ was misreported as a controller error alarm. E.1 email address was previously entered incorrectly on initial manufacturer device report number 1220648-2025-28827. Phone number was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-28827. H.6 codes 3221 and 4315 were reported incorrectly on initial manufacturer device report number 1220648-2025-28827. Codes 3233 and 11 should of been reported on initial manufacturer device report number 1220648-2025-28827.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that a console failure occurred. The aic was removed from cath lab service. No noted harm or injury.